Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and determined the most likely cause of the issue is a dirty exhalation sensor assembly. After replacing the exhalation sensor assembly, the issue was resolved. The fsr performed the user verification test and reported the unit meets factory specifications. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable audible and visual alarm. The issue occurred during patient use; the customer reported the patient was placed on a back up ventilator. The customer reported there is no patient consequence associated with the event.